Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Product ID: a2dr01, implantable pulse generator (ipg), implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead appeared to have a small fracture at the proximal tip near the pin. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.